Event description:
This lead was explanted and not replaced due to oversensing that lead to inappropriate shock. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut and only the distal part of the lead was received. The proximal part, including the lead connectors and the serial number, was not available for analysis. The lead thus cannot be clearly identified. The performance of the lead fragment was scrutinized. Signs of abrasion were observed along the lead fragment. But apart from the cuts to the lead body, which most likely occurred during the explantation procedure, the insulation was found intact. An x-ray examination of the lead fragment did not reveal any peculiarities. Further damages such as a deformation of the shock coil and damage of the fixation mechanism were observed, which are normal and expected for an explanted lead. The analysis did not reveal any sign of a material or manufacturing problem.